Event description:
Caller reported a malfunction on the pump. Did any notable events occur prior to the malfunction? No. Did the issue cause the customer¿s bg to exceed 500 mg/dl (27.7 mmol/l)? No. Which malfunction code is displayed? Malf 0. 35) is fault ID available? Yes, (B)(4). Is the malfunction code resettable? Yes. Within the last 24 hours, has the caller reported and reset the pump for this malfunction? ¿ no. Cts provided pump reset information and assisted caller with resetting the pump. Resolution - per csa advisement agent to replace pump for storages mode issue. Agent did have caller switch power source and charging cable twice and pump still did not turn off.